Event description:
It was reported that this pacemaker was successfully explanted and replaced due to oversensing on the right atrial (ra) channel. Noise was noted on the ra channel that was oversensed and this caused that the minute ventilation (mv) sensor was automatically disabled. Additionally, high out of range impedance measurements were noted on the ra lead. Subsequently, this pacemaker system was replaced with a non-boston scientific system. No additional adverse patient effects were reported outside the revision procedure. This product has not returned for analysis.

Event description:
It was reported that this pacemaker was successfully explanted and replaced due to oversensing on the right atrial (ra) channel. Noise was noted on the ra channel that was oversensed and this caused that the minute ventilation (mv) sensor was automatically disabled. Additionally, high out of range impedance measurements were noted on the ra lead. Subsequently, this pacemaker system was replaced with a non-boston scientific system. No additional adverse patient effects were reported outside the revision procedure. This product has not returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.